Event description:
It was reported that during an acl case, the implant was no longer advancing. The screw was backed out and it was noticed the tip had broken off in the tunnel. The quality of bone was hard. The screw broke at the end of the case. The screw was left in because the surgeon felt the fixation was adequate. A 7mm tap was used prior to implanting the screw.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The screw is broken off at approximately the 3rd thread from the proximal (head) end. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.